Event description:
It was reported that during a prostate procedure, the fiber tip broke off after 72,840j with 10:17 minutes of use. A second fiber was chosen to complete the procedure; however, at the end of the case, the fiber tip broke off after 149,340j with 21:20 minutes of use. Each of the broken tips were removed with a zero tip basket device without clinical consequences to the patient. This report is for the first fiber.

Manufacturer narrative:
Analysis revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and torn. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.